Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and noticed the haptic was bent. The lens was removed without enlarging the incision and was replaced with another model lens. No patient injury. The reporter stated that a competitor's cartridge was used with this lens.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows the lens has one haptic that is torn off and missing. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.